Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Therefore, an investigation was initiated to evaluate the copilot complaint regarding the reported loose or intermittent connection events. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when attempted to connect the copilot side arm of to the 3-way stopcock, a connection was not possible as the devices were not able to be screwed together. Another copilot was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.